Manufacturer narrative:
Device is a combination product. Device evaluated by mf.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post stenting procedure, in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization which revealed the target lesion, a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and 5mm long with a reference vessel diameter of 3.00mm. The lesion was treated with direct stent placement using a 3.00x12mm promus element plus drug eluting stent followed by post dilatation which resulted to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to cardiac chest pain and was hospitalized on the same day. Cardiac catheterization was recommended which revealed the 90% in-stent restenosis on the previously placed study stent located in the proximal (lad) artery and was treated with percutaneous coronary intervention with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged.